Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received erroneous results for one patient sample tested for ise indirect na for gen.2 (sodium) and ise indirect ci for gen.2 (chloride) on the c501 analyzer. The sample initially resulted as 164 mmol/l for sodium and 128 mmol/l for chloride. The initial values were reported outside of the laboratory. The sample was repeated, resulting as 140 mmol/l for sodium and 106 mmol/l for chloride. The repeat results were believed to be correct. The patient was not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative determined the issue to be related to sample integrity. The customer ran precision studies. On (B)(6) 2016, the customer ran calibration and controls successfully. Controls were run several times during the shift. Samples were spot checked and results were compared to results from an integra analyzer. All results matched. When the field service representative checked back with the customer, the customer stated all results were comparing well. The field service representative later checked the analyzer and could not determine a cause. He checked the ise pinch tubing and sipper tubing. He checked probe alignment and probe rinsing. He also checked the ise drain. He successfully completed a precision check.

Manufacturer narrative:
Investigations have determined the root cause to be related to pre-analytic sample handling. The customer used a centrifugation time of 5 minutes and this should be at least 10 minutes. Based on the information, the issue was most likely caused by a mis-sampling of the patient samples. These effects are caused by poor sample quality. Mis-sampling can take place when the outside surface of the sample probe is contaminated, causing a higher volume of sample to be pipetted. This leads to falsely high results. Issues with good quality samples may also occur when measured after poor quality samples. A clot from the poor quality samples may not be completely removed by cleaning actions of the analyzer.